Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, a complete loss of capture was noted as the left ventricular lead was in the coronary sinus due to dislodgement. The reported lead was capped and abandoned. No other anomalies were noted. The patient is in stable condition.